Event description:
According to the reporter, during first firing of pouch in preparation in mini gastric bypass, when surgeon squeeze handle, reload was able to fire up to few millimeters only and there was poor staple formation found than when surgeon was squeezing handle further, reload was not getting fired and reload was stuck in between. Than surgeon has replaced with new reload and new handle and complete the procedure. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.